Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) product type recharger product ID pnma01411a004 lot# serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the inability to jump start the implant was a device malfunction. The implant was not replaced to surgical restrictions. The implant needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for spinal pain, and it was reported that the recharger would not hold a charge and the desktop charger had to be connected to charge the ins. The patient stated the recharger would now not charge the ins, even with the desktop charger connected. The patient stated the desktop charger looked fine. The patient further reported that the belt was broken. Additional information received from the patient on (B)(6) 2019, stating that they received their new recharger but they continued to get an error message on the recharger and the recharger would not charge the ins. The patient clarified that their old recharger was not charging completely and they were now seeing the same "poor communication" screen with their new recharger as they were with their old recharger. It was indicated that the last time they were able to fully recharge the implant was about a month ago. The patient was redirected to their hcp to discuss possible overdischarge. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain. The patient had called back on (B)(6) 2020, regarding their possible overdischarge and stated that they needed to meet with their doctor to have their ins jumpstarted, however they indicated that their healthcare provider (hcp) was no longer taking patients. A physician listing was emailed to them. Additional information was received from the patient reporting that their ins quit working ¿probably 2 months ago¿ (patient confirmed in 2019). They stated that it needed to be jumpstarted or replaced. The patient stated that their healthcare provider (hcp) told them to call the manufacturer to facilitate a meeting with a manufacturer representative (rep). An email was sent out to the local reps on the patient¿s behalf. The rep indicated that they would take care of the patient. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer reporting that it was determined that the implant was not able to be jump started and it needed to be replaced. The patient reported this was determined at their healthcare provider's office after 8 hours of trying to jump start the implant. The patient was unable to do an elective replacement surgery due to covid-19, however now elective surgeries are occurring again and the patient wanted to know what their next steps should be. The patient was redirected to their healthcare provider.